Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced csf leakage and underwent explantation surgery on (B)(6) 2015, to stop the leak. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 26, 2015.